Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: a patient using an animas pump has been admitted to hospital with a diagnosis of diabetic ketoacidosis (dka). No other information was provided. This complaint is being reported because a patient on pump therapy experienced dka and the possibility that the use of an insulin pump may have contributed in an unidentified manner to the incident cannot be ruled out.